Manufacturer narrative:
The initial MDR was submitted in error. Event was reviewed and non- reportable event is confirmed. The customer was inadvertently splashed with clenz solution in direct contact with the operator's face, specifically entering the user's mouth and potentially other mucous membranes. Although the user reported no immediate pain or stinging post-exposure, the incident necessitated a precautionary emergency room (ER) evaluation. The customer was not wearing ppe at the time of the event. There was no injury to the operator. This does not meet the definition of a serious injury.

Event description:
The customer reported an incident on their dxc 800 pro clinical chemistry analyzer (pn a10407, sn (B)(6) involving clenz solution (pn 664090 lot number 169187f) wherein its integrated dropper mechanism was allegedly defective. As a result of the alleged defect, an operator removed the entire bottle top to access the solution and inadvertently splashed the solution into operator's face, specifically entering the mouth and potentially other mucous membranes. Although the user reported no immediate pain or stinging post-exposure, the incident necessitated a precautionary emergency room (ER) evaluation. The customer confirmed no hospitalization for this event, just ER visit to check for any eye injury or any other kind of injury and none found. The operator was not wearing safety glasses and other ppe at the moment. There was no injury or death associated with this event. No treatment was provided due to this event. The customer did not provide any patient demographics.

Manufacturer narrative:
The quality assurance investigator contacted the customer on (B)(6) 2025 over the phone and customer confirmed no hospitalization for this event, just ER visit to check for any injury and no injuries found. The probable cause is user error for failure to follow safety data sheet guidelines as the operator was not wearing safety glasses and other ppe at the moment. The operator was retrained by their laboratory supervisor to follow ppe as per clenz safety data sheet. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).